Manufacturer narrative:
The pump was investigated in the field and repaired at the customer facility by a field service technician. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A visual inspection of the battery compartment found the factory seal missing. The battery charge level was identified at 94 percent. When plugged in, the alternating current (ac) light was present. The pump switched to battery properly. A visual inspection of the pump found that the internal ribbon cable connection was not to factory specification. The j9 connector was disconnected. The glue bead was removed. Upon reassembly the mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were confirmed to be fully seated. Glue installed per procedure. The pump was retested and functioned properly. The cause of the reported problem was unable to be determined. A corrective and preventive action (CAPA) was opened to address this issue. Additional information: h6 and h10. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump was reported to have experienced a primary audible alarm. There were no adverse events reported.